Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Correction: h6 the result and conclusion code have been updated. This investigation is complete.

Manufacturer narrative:
The device history record was reviewed and the device meets all physical and functional requirements. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a ''white type of material'' was seen in the anterior chamber. The particulate was not recovered for return and evaluation. No patient impact reported.